Event description:
The customer reported experiencing unexplained high blood glucose for more than a month. The customer's glucose reading at time of call was over 600 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found a no deliver alarm. The customer stated that her dr has taken her off of the insulin pump until troubleshooting is performed. Ran a fixed prime test and passed. Performed a high pressure test and failed. The customer's most recent glucose reading was 375 mg/dl, and she has treated with the insulin pump and manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.